Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire drawer had no power, and no lights were observed on drawer 5. The issue could not be recovered through standard recovery procedures, and rebooting the station did not resolve the failure. The field service engineer (fse) replaced the pyxis bus controller and the drawer controller on drawer 5.1, after which testing was performed in the hardware test administration and application, confirming restoration of functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 failed and could not be recovered due to no power; no indicator lights were observed on the drawer, and rebooting did not resolve the issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.